Event description:
Affiliate received report from distributor that among 192 units bought from baxter in 1999, 48 incidents of blood leaks occurred during first use of the product. Some leaks were reported at adapter from dialyzer to blood lines and some leaked at the heads. It was reported that 1 patient had 3 dialyzers with blood leaks in one day. No patient injury was reported.